Event description:
It was reported by the customer "front and rear case". There was no additional information provided and no patient involvement.

Manufacturer narrative:
H3 other text : addition of product code.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician replaced front cover, rear case, handle, barrel clamp, tube/sleeve drive, wiper seal, spring latch and right iui(inter-unit-interface). Performed unit calibration. Based on the findings, service determined that the reported issue was due to wear of the cover/case front syringe. Device history record: a review of the device history record showed the device had a manufacture date of (B)(6) 2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer "front and rear case". There was no additional information provided and no patient involvement.